Event description:
The unit was sent in to be repaired. The symptom was that the monitor would intermittently turn off. There has been no pt death or injury. If this malfunction were to reoccur, it could not directly injure a pt, but could reduce the ability of the user to know if defibrillation or pacing was required.